Manufacturer narrative:
The returned catheter met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the surgeon thought the catheter was obstructed. According to the report, the catheter was replaced. It was stated there was no injury to the patient.